Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a tka the gii femoral impactor broke during impacting. Instruments inside the patient, broken pieces were not remained in the patient. The procedure was completed with a minimal delay using a smith-nephew back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual assessment confirmed the covers of the femoral implant impactor are peeling. The device shows significant signs of wear/usage. The device was manufactured in 2012. The device failures in this complaint have been identified and confirmed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the listed part revealed no prior complaints for the listed batch. No investigation is necessary as this failure mode has been previously identified. The device is a reusable instrument that can be exposed to numerous surgeries. The supplier's raw material fault is likely the probable causes of the reported event. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. These issues have been communicated to our internal CAPA team for their awareness and consideration as well as the supplier quality team. Corrective actions were implemented by the supplier in september of 2013 to prevent recurrence of this failure mode. The device in this complaint were manufactured prior to the implementation of those corrective actions. A review of the risk management file revealed this failure mode was previously identified. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. We consider this investigation closed.